Event description:
Discrepant calcium results on multiple samples. The following examples were provided, units of measure mg/dl: initial 8.3, repeat 9.5; initial 7.4, repeat 9.4; initial 8.4, repeat 9.7; initial 7.3, repeat 9.2; initial 7.8, repeat 10.0; initial 7.4, repeat 9.5; initial 7.0, repeat 9.2; initial 8.5, repeat 9.8; initial 8.8, repeat 11.0; initial 7.1, repeat 8.9; initial 7.3, repeat 9.2; initial 7.5, repeat 9.5; initial 8.6, repeat 9.8; initial 7.8, repeat 9.0; initial 8.3, repeat 9.6; initial 7.6, repeat 8.9; initial 8.2, repeat 9.8; initial 7.9, repeat 9.3; initial 7.1, repeat 8.0; initial 9.0, repeat 9.9; initial 7.5, repeat 9.3; initial 8.2, repeat 9.8; initial 7.6, repeat 9.5; initial 9.5, repeat 10.5; initial 8.6, repeat 9.6; initial 9.3, repeat 10.4; initial 9.0, repeat 9.9; initial 9.2, repeat 10.4; initial 8.8, repeat 9.6; initial 8.6, repeat 10.0; initial 8.4, repeat 9.9; initial 9.0, repeat 9.9; initial 8.7, repeat 9.6; initial 9.0, repeat 9.9; initial 8.5, repeat 9.6; initial 8.6, repeat 9.8; initial 8.8, repeat 10.0; initial 7.9, repeat 9.1; initial 8.6, repeat 9.9; initial 7.9, repeat 9.2; initial 7.9, repeat 9.5; initial 7.9, repeat 9.1; initial 7.4, repeat 9.3; initial 8.1, repeat 9.3. Initial results were not reported. The field service representative determined there was a fluidic problem. The instrument was repaired.